Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver insulin as intended. Customer's blood glucose (bg) ranged between 200-300 mg/dl. Tandem technical support reviewed pump data logs and found that the pump delivered insulin as intended, however, customer maintained that the pump did not deliver insulin as intended. Reportedly the customer continued to use the pump for insulin therapy.